Event description:
A 6f angio-seal sts plus device was used to seal the right femoral arteriotomy site after a carotid angiogram. The physician stated the deployment had a "normal" feel to it, however the suture broke proximal to the collagen but below the skin level. The pt developed a hematoma and manual pressure was applied. The pt developed diminished to no pulses in the right leg. The physician punctured contralaterally, placed a catheter, "up and over" and performed a femoral angiogram. A filling defect was noted; the pt underwent surgery to repair a dissection of the artery. The findings demonstrated a dissected artery and the device was not in artery lumen. The surgeon did not locate the device; the radioloigst felt the device may have been deployed subcutaneous. The pt was reportedly recovering.